Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Restenosis and death, as listed in the xience v instructions for use are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported restenosis which led to the patients death. However, a conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. Although a conclusive cause for the stent fracture and its relationship to the reported patient effects cannot be determined; there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. The other xience v stents are being reported under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal left main to left circumflex artery with two xience v overlapping stents and in the distal right coronary artery with one xience v stent. On (B)(6) 2011, the patient died. Upon autopsy, it was noted that the stents were restenosed and had grade iii stent fractures. The death was determined as related to the restenosis. There was no additional information provided.